Event description:
During cesarian section, a jackson-pratt (jp) drain was placed to monitor for intra-abdominal bleeding in case of need for therapeutic anticoagulation. The patient ended up not requiring. An attempt at the jp drain removal on post-up day one was unsuccessful with the jp drain breaking at bedside. Pt required re-operation in order to extricate the retained piece of drain.